Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.9; lab: ng. (B)(6) 2010; 2.1 (4pm); 4.0 (12pm). (B)(6) 2010; 3.0 (new strips, no lab). Pt cut his coumadin dosage after he received lab result of 4.0 inr. Pt's therapeutic range: 1.9-3.1 inr.

Manufacturer narrative:
Data analysis will not be performed on inr results provided by end-user because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Per general description of complaint, pt took longer than 15 seconds to apply the blood sample. Improper sampling technique could have contributed to inaccurate inr results. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. No further investigation required. As of 11/03/2010, twenty-seven discrepant result complaints were reported for lot # 234130 yielding a complaint rate of 0.024%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established. Sysmex results for both donors are above 2.0. The minimum 2 out of 3 replicates for each donor are within the acceptable bias variance of plus or minus 1.0. No further action is required.